Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation] (oral-b) flexisoft brushhead broke off in mouth, broken brush / defective set of brush heads [device breakage] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 28-feb-2018 that on that day his/her oral-b flexisoft brushhead broke off in his/her mouth during brushing with an oral-b rechargeable toothbrush, version unknown; this was the third time that this had happened to him/her. The consumer stated that he/she almost choked on it, and sent in pictures of the broken brush; he/she decided not to use oral-b brush heads anymore. This was not the first time the consumer had used this particular version of brush heads. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. On 28-feb-2018 received consumer's follow-up e-mail: the consumer reported that he/she would keep the brush head concerned for 2 weeks. No further information was provided.

Manufacturer narrative:
28-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 27-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Almost choked [choking sensation] (oral-b) flexisoft brushhead broke off in mouth, broken brush / defective set of brush heads [device breakage] product counterfeit [product counterfeit] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2018 that on that day his/her oral-b flexisoft brushhead broke off in his/her mouth during brushing with an oral-b rechargeable toothbrush, version unknown; this was the third time that this had happened to him/her. The consumer stated that he/she almost choked on it, and sent in pictures of the broken brush; he/she decided not to use oral-b brush heads anymore. This was not the first time the consumer had used this particular version of brush heads. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. 28-feb-2018 received consumer's follow-up e-mail: the consumer reported that he/she would keep the brush head concerned for 2 weeks. No further information was provided.